Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The harmonic ace instrument was analyzed and found to have a broken curved blade. Broken piece, approximately 0.27"" x 0.10"" was returned. No material appeared to be missing as the broken assembly was pieced back together. The complaint regarding broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had broken tip. There was no allegation of fragment fallen inside the patient. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury.